Manufacturer narrative:
The device was discarded by the facility. Please note: in 2007, a gore tag thoracic endoprosthesis (lot#4840135) was implanted.

Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic aneurysm. The next day, the pt presented with a right groin hematoma; the hematoma was surgically repaired. It was reported that the pt tolerated the procedure.